Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, universal surgical manipulator (usm) 3 error occurred. The customer received phone assistance from the technical support engineer (tse). The customer confirmed that all instruments were moved from all universal surgical manipulator (usm) arms. The tse had the customer perform power cycle the system, emergency power off (epo) and circuit breaker down on patient side cart (psc), but the error was not resolved. The tse confirmed error 319 in the logs pointing to usm armnet 3. The tse had the customer disable usm 3, which recovered the error. The tse informed the customer that usm 1, 2 and 4 were available to use, and usm 3 would need to be repaired. The procedure was completed as planned with the remaining three usm arms. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the visual inspection did not yield any results related to the reported problem. The unit was tested on an in-house system where it failed normal mode with error 319. The unit was also tested on an in-house test platform where it failed the check all boards test. Gold parallelogram flat flex cables (ffc) were installed to troubleshoot with passing results.